Event description:
It was reported during an unknown procedure the 355l trocar would not arm correctly. It was not used on a pt, so another trocar has to be pulled. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Based upon the inquiry information received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.